Manufacturer narrative:
According to the complainant the device will not be returned for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient experienced elevated blood glucose levels after approximately 5-24 hours of pod wear on the abdomen. Blood glucose was reported to have increased to approximately 24 mmol/l (432 mg/dl) and did not decrease despite administration of multiple correction bolus doses. Upon pod removal, the cannula was not visible despite the pink slide having advanced, indicating a potential needle mechanism failure. The patient applied a new pod and successfully resumed therapy. No medical intervention was reported. The pod involved was discarded and is unavailable for investigation.